Manufacturer narrative:
The investigation into the positioning issues has been completed. The product was returned for review. Visual inspection found no issues on the pump. The cath lock was intact and locked well on the catheter. The cath lock passed the pull test as the lock was unable to move on the catheter when it locked. The root cause of positioning issue was most likely a cath anchor use related.

Event description:
The us complainant reported that 67-year old male patient was implanted with an impella 5.5 as bridge to transplant. The impella 5.5 migrated into the aorta while the patient was transferred 'out of bed' to commode. Metrics consistent with "impella in aorta" alarm, and radiographic evidence confirmed that cannula was in innominate takeoff. The surgeon suspects the lock was "greasy." The pump was explanted as a result of the noted issue.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿